Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances of greater than 3000 ohms. In addition, the rv channel exhibited oversensed noise. It did not result in pacing inhibition or inappropriate therapy. The lead was suspected to be fractured and was surgically abandoned. During the procedure, the fracture was not confirmed under fluoroscopy, but the lead was tested via a pacing system analyzer which confirmed the observations. No additional adverse patient effects were reported.